Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery cap contacts were damaged and received battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. No failed batt test noted during testing. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however on adapt, fault (6) was recorded on 07/23/2024 at 07:18:18.000 hour, fault (104) on 07/22/2024 at 21:04:00.000 hour, and failed batt test alarm (58) was recorded on 07/21/2024 at 17:59:47.000 hour and 19:14:11.000 hour.pump was cut open to perform visual inspection and found moisture damage on pcba1. Isolate to electronic stack.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact damaged, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, pillowing keypad overlay, cracked keypad overlay, and scratched case in summary, customer concern for failed batt test not confirmed. No unexpected battery related alarms noted during testing. Customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Customer concern for battery cap contact missing/damaged also confirmed per visual inspection. In addition, moisture damage noted on electronic assembly, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.